Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including a surgical lead, on (B)(6) 2010. Two months postoperative, the pt began experiencing pain in his genitals. The pain was present with or without stimulation. Over time, the pain became too much for the pt to manage and he requested the scs system be explanted and not replaced. Attempts to obtain additional information regarding the pt's status and, if available, diagnosis, were unsuccessful. No additional information is available.